Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and he was in the hospital. Customer's blood glucose level was 500 mg/dl. Customer did not provide details about hospitalization. Customer reported that the insulin pump was turned off because he was in the hospital and they already done with the troubleshooting. It was unknown whether the customer using auto mode statement or not. No further details given. Insulin pump will not be returned for analysis.

Manufacturer narrative:
The supplemental created as high blood glucose event was already reported on case-(B)(4).